Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon split and torn in two [device breakage]. Case narrative: relative reported via phone that their daughter removed tampon and it was split and torn in two. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon split and torn in two [device breakage] case narrative: relative reported via phone that their daughter removed tampon and it was split and torn in two. No injury reported.